Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x38mm synergy ii stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal edge of stent struts were flared. The procedure was not completed as no device was able to cross the lesion. No patient complications were reported and the patient was doing well.